Event description:
It was reported that during an implant after the ventricular lead was placed, the atrial lead was accidentally pulled back and dislodged from the atrium. When the helix was attempted to be retracted to reposition the lead, the helix would not retract. The lead was brought out of the body and the helix would still not retract. A new atrial lead was implanted. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.